Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_stylet_acc, product type accessory. (B)(4): analysis of the lead (lot# va0zunx) found the outer insulation was damaged at the depth stop site.

Event description:
Information was received from a health care professional (hcp) and company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an impedance measurement of 32 ohms between 0<(>&<)>1. They used two different twist-locks. An impedance check during implant had led to the event. The lead and twist-lock were replaced as a result of the event. The issue was resolved at the time of report. Additional information received from the rep reported the cause of the low impedance was not determined. The low impedance was observed intra-op during use. The patient didn't experience any symptoms.